Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #10 (type ii bone), primary stability and osseointegration were achieved. The clinician states that the pt presented for f/u appointment with a moderately mobile implant. The implant was removed on (B)(6) 2013 due to mobility. Medical history: no significant findings.